Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read due to scratches. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks on the battery compartment. The insulin pump was louder during prime and rewind and had unexplained no delivery alerts multiple times after changing set. The device will not be returned for analysis.